Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a rise in pacing thresholds, one year post implant. A microdislodgement was suspected. The physician elected to reposition the lead, which was conducted without reported complication. To date, there have been no symptoms or therapy delivery issues associated with this clinical observation.